Event description:
When impacting the stem portion of the bipolar prosthesis the impactor screw broke, leaving three screw turns in the stem implant with no way to remove the broken portion. It was left in the implant, in the pt.